Event description:
The customer reported no image while fluoroing. No injuries were reported.

Manufacturer narrative:
The ge service rep found a distorted image while fluoroing. He found a bad ii power supply and ii high voltage cable burned. The rep checked voltages and found bad ii power supply with burned anode cable from ii. He ordered parts for the system.